Event description:
The pt underwent a left heart catheterization with stent placement via the right groin. Fluoroscopy confirmed the access site was neither high nor low. The pt received anticoagulants. During the procedure, oozing was observed around the sheath, which was treated by upsizing to a 7f sheath. The physician noted that a skin nick made prior to sheath insertion may have been a little larger/deeper than usual resulting in the observed oozing. During manual compression, a 5x6 cm hematoma formed. Pressure was held for more than 30 mins with no cessation of bleeding. Ultrasound confirmed a pseudoaneurysm. Ultrasound guided compression was performed for 45 mins with no hemostasis. Surgical intervention was conducted and the hematoma was evacuated, and the vessel sutured. The pt had no prior procedures but had previously undergone a right hip replacement, after which he has not been able to straighten his right leg. The physician did not think this would cause a problem accessing the artery. The physician did not believe this event was related to the arstasis device.

Manufacturer narrative:
The device was not returned therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconformity material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Additionally, pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined. However, the physician indicated it was unrelated to the arstasis device.